Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06561. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation due to incomplete uterine prolapse with cystourethrocele, rectocele enterocele vaginal vault prolapse and mixed urinary incontinence, concurrently with transvaginal hysterectomy. [(B)(6) 2009] it was reported that following insertion the patient experienced infections and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with total vaginal hysterectomy, anterior posterior colporrhaphy, enterocele repair, and cystoscopy. On (B)(6) 2009, the patient underwent laser vaporization of upper vagina and colposcopically directed vaginal biopsy.